Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer was sent to investigate the issue. The fse confirms that the iabp was repaired and returned to the customer but a service order was not provided. After (3) good faith efforts to obtain more information no response was received. If more information is provided this complaint will be reopened and updated.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine check the cs100 intra-aortic balloon pump (iabp) unit had an auto fill failure. There was no patient involvement reported.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).